Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf uni-directional nav catheter and 4 weeks after the procedure suffered an esophageal fistula which required operation. The patient¿s medical history is unknown. No further information is known regarding the patient status. Multiple attempts have been made to obtain clarification to this complaint.

Manufacturer narrative:
A) the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under 510(k) p030031/ PMA # s053. B) the product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. C) the device history record (DHR) review cannot be conducted because no lot number was provided by the customer. D) since the lot number is unknown, the full UDI number cannot be provided. (B)(4).